Event description:
It was reported that the top mouth of the both jaws broke off during procedure. No patient injury was reported. Back-up device was available.

Manufacturer narrative:
The reported smartstitch pp connector, intended for use in treatment, was returned for evaluation. From the information provided, the jaw broke off. A relationship between the device and reported incident was established. The smartstitch pp connector was received for evaluation. Visual evaluation shows the device with a broken grasper at distal end. The grasper was not returned. Both needles could be extracted by using a smartstitch device. Further functional tests were not possible due to the damage of the connector. The complaint was verified, but a root cause could not be determined with certainty. The grasper was detached and broke off most likely due to excessive use or by compressing with too much force. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.